Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had an infection. Reportedly, the patient had some white drainage noted from right upper chest device incision site. The patient had oral antibiotics. There were no additional adverse patient effects reported. The ICD remains in service.